Event description:
It was reported that during a cardiac ablation procedure, the irrigation port detached from the 7f therapy cool flex catheter. Another catheter was used to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Age at the time of event: approx (B)(6). One therapy cool flex catheter was received for evaluation. Visual inspection revealed the luer extension tube was broke and the fluid lumen was detached from the proximal edge of the catheter. Functional testing could not be performed due to the condition of the returned device. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.